Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump with a smiths medical, cadd cassette, attached was alarming high volume and high pressure, and blood was visible in the IV line after clamping off when changing the tubing. It was reported that troubleshooting was unsuccessful, and no obstructions were observed. Per reporter the end user was hospitalized for dizziness when the event occurred, and the nurse did not know how to check the central line. It was also reported follow-up with the end user indicated the patient was able to resume infusion without any interruption to her treatment. Per reporter the drug being infused was remodulin 5mg/ml, dose or amount: 39.5ng.kg.min, frequency: continuous, route: IV. Pulmonary arterial hypertension (pah) no adverse patient effects were reported. No additional information is available at this time.